Manufacturer narrative:
The 3210 ipg implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the low voltage lead. The lead was programmed off, and later explanted and replaced. No further patient complications have been reported as a result of this event.